Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn4062 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn4062) have been reported from the same facility in (B)(6).

Event description:
It was reported, "the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). Following component was deficient: "catheter". The nature of the device deficiency was malfunction "PICC blocked". The device deficiency was resolved with administration of tissue plasminogen activator or other unblocking agent."